Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional could not gain telemetry with the implantable cardioverter defibrillator (ICD). It noted that the patient reported hearing the device beeping approximately a few months ago. The healthcare professional placed a magnet on the device and could not hear any tones. The device is still in use. No patient complications have been reported as a result of this event.